Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 04-mar-2016, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported issue "lc.18n_main 3 (cubie drawer/device not detected on bus)" was confirmed during fse testing and subsequently confirmed during the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that replaced the retractor cable on main full height drawer 3 and the drawer board. Dchu visual inspection: p/n 151230-11. A detailed examination under a microscope was performed, inspection confirmed that the part received showed signs of thermal damage to connector j5. P/n 350993-01. A detailed examination under a microscope was performed, inspection confirmed that the part received showed signs of thermal damage in one of the ends. Dchu laboratory testing: p/n 151230-11. No further testing was required due to the thermal damage observed during the visual inspection p/n 350993-01. No further testing was required due to the thermal damage observed during the visual inspection the device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using bd pyxis¿ medstation¿ es, the drawer was failed and not detected on bus as per part investigation, it was determined that there was a thermal damage observed on the connector j5 and cable ends. There were no adverse events or injuries reported based on this event.